Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The investigator was unable to replicate the customer reported product problem (under delivery by a value of -6.45%). Three separate delivery accuracy tests were performed. Contrary to the reported under delivery, the pump was slightly over delivering, but still within within the published +/-6% specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device. The pump?s expulsor was trimmed in order to bring the delivery into more nominal range.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.45%). No patient was involved in this event. No adverse effects were reported.